Event description:
Related manufacturer reference number:2017865-2024-38164. It was reported that the patient presented for a scheduled procedure, during the procedure a dilator of an angled guidewire was inserted into the vein and after many attempts could not be retrieved. On (B)(6) 2023 the patient was rushed to surgery to finally retrieve the foreign object after four hours. It was noted that during the second procedure, the patient suffered a collapsed lung, and the implantable cardioverter defibrillator was found to be malfunctioning. Further information was requested however, was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.